Event description:
On (B)(6) 2012, the pt underwent bilateral mastectomy w/tissue expander reconstruction surgery and was implanted with 2 units of flexhd from the breast kit (lt breast: (B)(4): rt breast: (B)(4)). On (B)(6) 2012, the pt presented with cellulitis and a non-healing incision of the left breast; there were no issues reported with the right breast. On (B)(6) 2012, cultures were obtained, the non-healing wound was excised, and antibiotics were prescribed. The cultures were reported as positive for coagulase negative staphylococcus and candida albicans. On (B)(6) 2012, the pt was re-admitted for the removal of the left tissue expander; she was discharged on (B)(6) 2012. The pt's current status was reported as "doing well".MFR report #: 3001236616-2012-0007. Breast kit -8cm x 16 cm mtf1 human allograft, (B)(4), single use, 064 (B)(6) 2012. (B)(6).